Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test and was unable to prime due to a loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.